Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported patient was placed onto impella support due to asystole. While on support, the patient experienced an access site bleed and hematoma that was resolved by removal of the pump.

Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Impella cp #(B)(4) was returned for investigation. Access site adverse event (hematoma/ major bleed): the patient experienced an access site bleed and hematoma that was resolved by removal of the pump. Patient expired shortly thereafter. The returned pump was investigated. No sharp edges or product damage was seen. The sterile sleeve was detached from the side of the suture hub, but no damage was seen to the sleeve itself. Some dried blood was seen on the suture hub and the catheter but no other abnormalities were seen. The root cause of the bleeding and hematoma were unable to be determined as insufficient clinical details were provided and inconclusive evidence was found from returned product investigation.